Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system intra-operatively of a cranial resection procedure. It was reported that the registration pattern covered the anterior and posterior of the patient. The probe on the back of the patient was showing in the skin and not on the surface. The fiducials were not aligning up either. Technical services recommended adding anatomical points. The issue extended the surgical time by 20 minutes. Navigation was aborted. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs and archives were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.